Event description:
It was reported that the pulse generator could not be interrogated. The patient had a confirm device implanted in left pectoral region, but the cause of the interrogation anomaly was not confirmed. The pulse generator remained implanted in the abdominal cavity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.